Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one powered. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. No visual abnormalities were noted for the handle. During functional evaluation, a pmv battery was inserted into the handle. The handle immediately displayed blue lights and a blinking handle indicator led, replicating the reported condition. The motor connector wires were then probed for continuity of the hall effect motor traces. The same steady value of 20k ohms was present among the yellow/white, white/orange, and yellow/orange wire connections for the selector motors. The drive motors displayed a steady value of 20k ohms for the orange/white connection but displayed excessive resistance values of 468.7 and 468.9 ohms for the orange/yellow and yellow/white connections, respectively. A review of the device history record indicates these device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. The observed eeprom error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. This damage can only be shown through destructive testing. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The root cause of the observed condition was determined to be a result of a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode.

Event description:
According to the reporter, during a ladg and upon inserting battery, status indicator was illuminated blue and handle symbol was flashing, even though there are more than 15 times left to the sterilization limit. The device could not be used. No patient involvement.